Event description:
It was reported that a sensor not recognizing loaded syringe was experienced.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and plunger not in place alarm was recorded in history related to reported problem. During analysis, the reported issue was able to be duplicated. Service replaced plunger pcb.